Event description:
A malfunction occurred without any notable events preceding it, identified by the code malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump after confirming the customer was using an alternate insulin delivery method. The customer was informed about the need for a replacement and was provided instructions on returning the faulty pump.